Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hiatal hernia repair when suturing the hernia, the needle of the device toggled back and forth between handing to surgeon and once inserted into the trocar the needle would fall out of the device and fell into the patient's cavity but was retrieved with a grasper. Another device was opened to complete the case. There was no patient harm.